Manufacturer narrative:
Additional info regarding product eval is pending; handpiece returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that their back up phaco handpiece had a vacuum issue. Additional info received indicated that the vacuum issue occurred during a procedure. The system was switched out to conclude the surgery without injury or harm to the pt.